Manufacturer narrative:
Reference record (B)(4). . A peg - j tube, y- connector, and click adaptor were returned. A visual inspection was performed. No bezoar was present. The j-tubing was returned cut and the portion of the j-tube where a bezoar would normally form (the portion containing the bolus and pigtail) was not returned. No other damage was observed. If any further relevant information is identified or obtained, a supplemental medwatcfh will be filed.

Event description:
The sample was returned and evaluated.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was returned. A supplemental medwatch report will be submitted upon completion of investigation. A bezoar is a known complication of a j-tube placement.

Event description:
On an unknown date a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2019 a new peg-j system was placed, as the patient was suffering of stoma site pain since start of the duodopa therapy. The gastroscopy revealed no reason for the pain. To avoid the reason being a nerve irritation and relating pain, it was decided to do a new placement. A gallstone deposit was attached to the old pej tube so that it could not be fully removed through the peg.